Manufacturer narrative:
Date rec'd by MFR: 18aug2019. This (ac) alternating current power cord was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. The manufacturer¿s field service engineer (fse) confirmed the unit only operates on battery. The manufacturer¿s field service engineer (fse) replaced the power supply and power cord to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reports the unit only operates on battery. The device was in use at the time of the event; however, there was no patient harm.